Event description:
Literature was reviewed regarding four cases of transcatheter aortic valve replacement (tavr) in patients with left ventricular outflow tract (lvot) calcification. The first three cases (patients 1, 2, and 3) involved patients who were treated with non-medtronic tavr devices, while the fourth case (patient 4) concerned a patient who underwent tavr with a medtronic 26 mm evolut pro+ valve. The authors documented that patient 4 had bulky calcification on each of the three leaflets and severe lvot calcification below the left coronary cusp. During tavr, the evolut pro+ was deployed at depth of 5.8 mm. Afterward, aortography displayed severe paravalvular leak (pvl). Consequently, a post-dilation was performed with a 25 mm non-medtronic balloon (z-med), which was considered ¿partially effective¿ as the pvl grade was only reduced to moderate. Transthoracic echocardiography showed mild-moderate pvl at discharge. The authors closed their account of the fourth case with the following observation, ¿multislice computed tomography performed 1 month after tavr revealed eccentric expansion of the evolut owing to severe calcification.¿

Manufacturer narrative:
Citation: onishi k, mizutani k, soejima n, et al. High implantation of a balloon-expandable valve above the left ventricular outflow calcification improves the prosthetic valve function without increasing complications: a case series. Eur heart j case rep. 2025;9(1):ytaf007. Published 2025 jan 10. Doi:10.1093/ehjcr/ytaf007 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.